Event description:
It was reported that during the implant attempt, multiple attempts were made in order to find satisfactory pacing/sensing. The active fixation of the lead was found to not work properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted and apparently fractured (overstress). The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant.